Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, based on the similar complaint review no similar incidents were reported from this lot. Based on available information, the cause of the reported single leaflet device attachment cannot be determined. The reported medical intervention is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was advanced the mitral valve and implanted. While preparing the second clip for insertion, it was noted that the implanted clip had detached from the posterior leaflet and there was a single leaflet device attachment (slda) of the clip to the anterior leaflet. Two additional clips were implanted to stabilize the first clip and the procedure concluded with mr reduced to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.